Event description:
It was reported that the right ventricular lead had exhibited high capture thresholds and intermittent loss of capture. No patient symptoms were reported. The lead was capped and replaced. The patient was noted to be doing well following the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.